Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed a collimator initialization error when attempting to position the tube and detector. The imaging system was restarted twice to restore functionality. There was a reported delay to the procedure of 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.